Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. One used lf1723 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported that the coating at the tip of the instrument came out while sealing. The reported condition was not confirmed. The device was returned in a damaged display box labeled sample; indicating it may have been a demo unit. Inspection of the instrument found no defects. The coating on the jaws was intact. The instrument appeared to be lightly used with a small amount of tissue in the knife track. Pmv could not determine the cause of the customers report and whether the returned device was the incident sample. No failure mode was identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the coating at the tip of the instrument came out while sealing. There was no patient injury.